Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level with a correction injection via mdi. Technical support provided instructions for resetting the pump, and there was no recurrence of the malfunction code after resetting. The customer was advised to continue using the pump and to call back if the malfunction code reappears.